Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency room visit due to high blood glucose on an unsure date with blood glucose of 350 to 375 mg/dl. Air bubbles and damaged tubing were also reported. The customer experienced symptoms such as dehydration and hyperglycemia. She wasn't feeling well. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.